Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, the customer encountered a recurring error 32056 on universal surgical manipulator (usm1). Technical support engineer (tse) walked the customer through a hard power cycle, and the issue persisted. The customer was going to continue using three usms. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm1) due to error 32056. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm1 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. The root cause of error 32056 points axes controller, arm (aca) in usm1 failed to initialize i2c device.